Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Section a: patient information: all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect c4000 magnesium (mg) results. The following data was provided (mg/dl): initial greater than 8.3, repeats 2.1, 2.0. No impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the cuvette drying tip (list number 09d51-02). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.